Event description:
As reported via legal documentation, this patient had right knee replacement on (B)(6) 2017. Patient had right knee revision on (B)(6) 2023, approximately 5 years 3 months after their initial replacement. Postoperative diagnosis: failed right total knee polyethylene due to premature wear and polyethylene recall, as well as loose femoral component. There was found to be visible evidence of polyethylene wear with encapsulated polyethylene debris of the synovium. There was found to be a loose femoral component and well-fixed tibial and patellar components. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation. Concomitant medical products: concomitants: 5040345 02-020-11-0335 - truliant ps cem fem ps cem right sz 3.5 4927039 02-022-45-3535 - truliant tib fit tray cem sz 3.5f / 3.5t 5100233 200-02-35 - three peg patella 35mm 4971588 204-34-02 - fluted stem extension 25l x 14 mm 4982916 204-70-00 - tibial stem ext. Screw.

Manufacturer narrative:
H6: investigation results - the revision reported was likely the result of prosthesis wear and an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. The extent and root cause of the reported prosthesis wear cannot be determined as the devices were not returned for evaluation, and images and radiographs were not provided.